Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 110 mg/dl (father's aviva meter) and 235 mg/dl (customer's aviva meter 525) customer felt low blood glucose symptoms at the time of the results comparison. Customer was able to drink a soda on her own to feel better. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the father's aviva system. (B)(4).